Manufacturer narrative:
B4: 16sep2021. It is unknown if the device was in clinical use at the time of the event. There was no report of patient or user harm/impact. The replacement touchscreen was successfully installed by the customer and this resolved the issue.

Event description:
It was reported to philips that the touchscreen was not calibrating. The biomedical engineer stated that she was unable to calibrate the screen and explained the top portion of the touchscreen did not respond to the touch. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse provided the customer with the part information to order a replacement touchscreen.